Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they developed an infection at the pod¿s insertion site on their arm while wearing the device between 36 and 48 hours. The patient reported the infusion site to have a red streak 6 inches long, pus and a large knot underneath the skin. As treatment, the patient went to their doctor and received an unknown antibiotic. There was no mention of blood glucose levels.